Manufacturer narrative:
Investigation summary: the customer issued a complaint for one bent plunger rod detected in the market by the patient before use. Nobody was affected or harmed. One picture evidence but no physical sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. The provided picture shows one ultrasafe device with drug into the syringe. Half of the plunger rod's shaft is inserted into the syringe barrel and the plunger stopper seems to be screwed with the plunger rod. Bdm-ps can confirm the bend of the plunger rod¿s shaft. No other defect is visible. The batch was manufactured on december 17th, 2017 at bd approved supplier. Bdm-ps performed a review of the release documentation and did not identify any non-conformance. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Investigation conclusion: unconfirmed: no bd cause identified. Root cause description: based on the provided picture, bdm-ps customer was able to screw the affected plunger rod into the plunger stopper and to insert both into the device. Therefore, the probability that the reported condition would come from a manufacturing supplier's cause is very low. Without physical sample to analyze, bdm-ps cannot perform a deeper investigation nor determine a specific root cause for the reported condition. Rationale: as a consequence, bdm-ps does not propose any corrective or preventive action in the scope of this complaint. Nevertheless, this event has been logged in bdm-ps complaint system for trending purposes.

Event description:
It was reported that ultrasafe x100l pr green 355c ssl plunger rod was crooked. The following information was provided by the initial reporter: crooked plunger rod.